Event description:
User reports valve body on instrument is continuing to leak. User said the leak is not in the walkway, and no one was harmed and no erroneous pt results were generated due to this issue. The technical service specialist ordered a valve body replacement. Customer states they received the valve body which has now resolved the issue.